Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The customer reported to not return the suspect component for evaluation.

Event description:
The customer reported during a pre-use setup check, the avea ventilator was delivering high, about a seven to eight percent from set fio2 (fraction of inspired oxygen). Carefusion (cfn) technical support recommended the customer balance the blender regulators and run blender calibrations. The customer reported the blender and regulator calibrations has not resolved the issue, and cfn technical support recommended to replace the gde (gas delivery engine).